Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. During onsite visit, the field service engineer (fse) changed the gas pressure to 6000 mbar, ran a new energy table, and completed a beam profile. The system meets specification per service test procedure. The root cause could not be determined conclusively. The most likely root cause could be a need of gas pressure readjustment that is specification related, not a malfunction of the system. (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the voltage was climbing close to 90% during the surgery day. A gas exchange was performed to bring down the voltage. Additional information was requested.